Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. Review of the logfiles identified the flexvision pc malfunction. Philips field service engineer (fse) visited onsite and replaced the flexvision pc and hard disk drive which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.